Event description:
Customer reports the nbili result on the rp500 system differs from the vitros chemistry system result.

Manufacturer narrative:
System files from the rp500 have been investigated and we found nothing unusual in the performance of the instrument. Three of the samples highlighted have the same pt ID and results consistently near 17. If the result is wrong, there might be some interference, but we cannot determine this from the data we have. With nbili, we expect little contribution from sample handling as relates to proper mixing and exposure to atmospheric oxygen. Exposure to light would reduce the result, not increase it. Values for qc, cap surveys and calibration verification material all appear to be within their limits which further suggests that the rp500 system is performing correctly. Suggest running a true correlation study between the two systems to ensure they are aligned and also to check that the vitros system is also reading correctly.